Event description:
Per the clinic, the patient experienced an extrusion of the device, resulting in infection and skin flap breakdown and exposure of the receiver/stimulator. The patient was treated with intravenous antibiotics. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.